Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. System error 322 was reproduced during evaluation testing. However, the specific component could not be identified. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.